Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Furthermore, pacing inhibition of over two seconds was observed. Reprograming of the device was discussed this lead remains in service. No further adverse patient effects were reported.